Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system. Data will not be analyzed as signal loss for one hour or less is within specification. No injury or medical intervention was reported.